Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a crack on the lower right front corner of the top case. The complaint was duplicated as "fail_e_safe_resource_error" was found at power up. The root cause was the main printed circuit board (pcb) did not operate as intended. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced top case for physical damage. Replaced the main printed circuit board (pcb), performed preventative maintenance (pm) and all functional testing. Device passed all functional and delivery tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the pump had a failed resource error. No adverse patient effects were reported by the customer.